Manufacturer narrative:
H3: one cadd duodopa pump was received for evaluation. The reported continuous dose issue was unable to be confirmed. The returned pump did not display any errors on power up or in the pump's error log. There were no reports on any unusual messages being found in the pump's event history log. No problems were found with delivering a morning dose. No problems were found with the operation of the pump's morning dose key or keypad. The pump passed all tests and was found to be operating properly. It should be noted that inspection of the event log showed that morning doses were being delivered properly within programmed parameters and the continuous rate was resumed after doses were delivered.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump delivered the morning dose all day instead of administering the continuous rater after the morning dose was complete. No adverse effects were reported.